Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Both cylinders had wear at fold in the middle of the cylinder. Both cylinders passed the leakage test. The pump was microscopically inspected, and leak tested. Under microscope observation, contamination (bodily fluid) was found within pump. The pump passed the leakage test. To avoid damaging the test equipment, the pump was not functionally tested. Based on the information available and analysis results, the allegation of fluid leak is unable to be confirmed. The pump was returned with contamination and could not be functionally tested. Based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a total fluid loss from the system. The fluid loss was identified because the device did not inflate. The location, source and cause of the fluid loss were not identified. All components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a total fluid loss from the system. The fluid loss was identified because the device did not inflate. The location, source and cause of the fluid loss were not identified. All components were removed and replaced. There were no patient complications reported.